Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, a curved opening on anterior, fold creases, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on anterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Explanting physician reported a right side rupture, diagnosed during replacement surgery. The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device replacement.

Event description:
Explanting physician reported a right side rupture, diagnosed during replacement surgery. The device has been explanted.